Event description:
The facility reported an infusion pump that free flowed during pt use. The pump was set at 8 ml/hr. A 200 ml bag was hung at 2030 hours and at 2300 hours the bag was empty. The nurse did not observe any leaking or puddles nearby. The pt was alert and there was no pt injury or medical intervention required. When the pump was returned to the rental facility it was observed that the metal piece that occludes the tubing was missing and was not checked prior to being used on a pt. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt demographics or the medication involved. The facility representative stated they have no record of any pt incident involving the pump since the last baxter service event.